Event description:
It was reported ward nurse complained that powerpicc could not withdrawal blood the next day after PICC inserted. During PICC insertion, ir has checked the product patency. Blood was aspirated and flushed with heparinized saline. However, ward nurse complained to ir that the PICC could not use for blood withdrawal and could not flush, after 1 day post insertion. Patient's antibiotic treatment with PICC was cancelled and continued treatment with pivc. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.